Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was not confirmed therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the flex circuit and locking components were damaged. It was further observed that the device had unintended activation/motion, could not secure/lock cutter and had component damage. It was further determined that the device failed pretest for cutter lock assessment, motor thermistor assessment and safety assessment. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address: (B)(6). As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor of the motor device was noisy, and was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.